Event description:
It was noted that the patient had a refill /rehabilitation along with a bridge bolus and dose increase on (B)(6) 2012. "Good progress" was noted thereafter. The patient was discharged to the facility (B)(6) 2012 and on february (B)(6) 2012, the health care provider reported that the patient had died; cause unknown. An autopsy was done (B)(6) 2012 and as of the date of this report "the outcome was outstanding". The pump was used to deliver gabalon.

Event description:
Additional information reported the patient was suffocated on their own vomit consisting of enteral nutriment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there had been no particular problems during spasticity treatment, following the pump implant. Based on the pa hological autopsy, the cause of death was diagnosed as suffocation due to aspiration. It was noted that the causal relationship between the cause of death and intrathecal baclofen therapy was unknown.

Event description:
It was further reported that this patient had spinocerebellar degeneration (congenital spastic paraplegia). The patient was taking oral myonal and lioresal from prior to screening and ¿continuing¿ for treatment of spasms. Reportedly, one month post implant of the device the patient had improvement. No three month assessment was made post operatively as the patient had died and the pump was explanted. While the device was implanted the patient¿s doses were adjusted every couple days starting at 75 micrograms up to the last adjustment recorded at 450 micrograms on (B)(6) 2012 when a refill was also performed. No withdrawal or overdose symptoms were reported. It was further reported that prior to the device treatment and before the patient had died there was no reported details concerning dysphagia, there was no change to the patient¿s oral ingestion, and the patient was bedridden, could not shift sleeping position unaided, prior to the implanted system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).